Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic stimulation on the left ventricular (lv) lead. The lead was explanted and replaced. During implant of new lv lead, the patient experienced chest pain. It was determined the patient had cardiac tamponade and perforation. Pericardiocentesis was performed and the patient was admitted. The patient was stable post-procedure. The new lv lead was not implanted. No further patient complications have been reported as a result of this event.